Manufacturer narrative:
Additional information has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and a high, out of range impedance measurement greater than 2000 ohms. There was no pacing inhibition. An invasive procedure was performed to explant the lead. There were no adverse patient effects reported.